Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the low pump flow has been completed. The root cause of the low flow pump flow was determined to be due to a cannula kink as seen on imaging. The cannula kink was determined to be caused by patient condition as this secondary pump was placed and kinked in the same location. The root cause of the kink was the patient anatomy. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention with atherectomy was implanted with an impella cp device for mechanical circulatory support. It was reported low flows were reported after placement of the impella. Reportedly, the procedure was able to be successfully completed with the device set to pressure level nine resulting in flows of 2.5 to 3.0 liters per minute. The team reportedly silenced the suction alarm to enable the completion of the procedure. The patient remained on impella support and was successfully weaned. There was no patient harm reported.